Event description:
It was reported in a journal article that the purpose of the study was to demonstrate whether transverse or step-cut osteotomy is superior in hips who undergo arthroplasty for high riding hip dysplasia. The study reviewed the challenges and complications encountered during 99 hips/90 patients (9 bilateral/81 unilateral) (50 right/49 left), cementless total hip arthroplasties combined with transverse or step-cut shortening osteotomies performed for crowe iii (16) and IV (83) dysplastic hips. The surgeries were performed using a posterolateral approach in 43 surgeries and a direct lateral hardinge approach in 56 surgeries. A percutaneous adductor tenotomy was performed to release excessive adductor contracture in 21 cases prior to positioning the patient in the lateral decubitus position and an iliopsoas tenotomy was added in 11 cases. Dr. (B)(6) performed the transverse osteotomies while dr. (B)(6) and dr. (B)(6) performed step-cut osteotomies. Step-cut osteotomy was performed in 64 hips (35 cdh stem, 29 wagner cone stem), transverse in 35 hips (22 cdh, 13 wagner cone). All femoral stems were cementless, and two types of femoral stems were applied based on the surgeon¿s experience and preference: (I) proximal fixation straight cdh stems (57) (congenital dysplastic hip) and (ii) diaphyseal fixation cylindrical wagner cone prosthesis tm stems (42). All acetabulums were implanted using trilogy it acetabular shell and were installed in the true acetabulum with the support of augmentation screws. Acetabular cup size was a mean of 46 mm and head size was mostly 28 and 32 mm. The bilateral hip surgeries were staged with at least three months interval between. The study population had a mean age of 48.8 years at time of surgery (range, 21-79 years); (11 males/79 females). Follow-up was a minimum of two years and was conducted at [insert if given: six weeks, six months, one year and annually thereafter] with a mean length of follow-up for 64.3 months (range, 24-192 months). The study reported case 105 underwent a total hip arthroplasty using a transverse osteotomy. Subsequently, dislocated and underwent a closed reduction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H1 correction: this report was initially reported as a summary report for 105 events, however, it was further evaluated and determined to involve one patient, one event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown head. G2: foreign: turkey. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Turgut, n., erdem, m., erdem, a. C., bayam, l., batar, s., saglam, n., & gülabi, d. (2024). Is step-cut shortening osteotomy a better choice than transverse osteotomy for total hip arthroplasty for crowe type iii-IV hip dysplasia? Orthopaedics & traumatology, surgery & research: otsr, 110(6), 103883. Https://doi.org/10.1016/j.otsr.2024.103883.

Event description:
It was reported in the journal article that 105 patients underwent a total hip arthroplasty using a transverse osteotomy. Subsequently, dislocated and underwent a closed reduction. Due diligence is in progress for this complaint; to date no additional information or product has been received.